Event description:
It was reported that during routine device change out procedure, an insulation anomaly was noted on the right atrial lead. The lead was capped and replaced. No patient symptoms or additional information was reported.